Event description:
It was reported to philips that shock was not delivering to patient. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address state: karnataka. Reporting address postal: bangalore, 10 560092. Reporting institution phone: n/a. Reporter phone: 8248500910. A follow up report will be submitted upon completion of the investigation.